Event description:
On (B)(6) 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the end of the procedure, a lymph fistula was identified at the access site. The physician elected to follow up the patient and concluded the procedure. On (B)(6) 2007, a surgical ligation was performed to treat the lymph fistula, which was successfully resolved. The manufacturer of the sheath is unknown. No further information was provided to gore.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.